Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25 mm sjm regent heart valve w/ flex cuff was chosen for a procedure. The test leaflet function was tested using a valve gage. During procedure, a difficulty in valve leaflet opening and closing was noted. The valve was removed and replaced with a 25 mm non-abbott valve while patient on bypass. There was no delay in the procedure. The patient was reported stable.